Event description:
It was reported that during a myosure procedure for uterine tissue removal, the physician inserted the hysteroscope and perforated the uterus. The physician then performed a laparoscopy and "confirmed the perforation". On (B)(6) 2013, it was reported the procedure was aborted and the "patient was doing fine". The patient was discharged home. On (B)(6) 2013, it was reported "the intervention for the perforation was that it was visualized laparoscopically and the surgicel was applied. No further intervention was given".

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis can not be completed. Device history record (DHR) review was conducted for the myosure hysteroscope. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).